Manufacturer narrative:
The suspect pump was returned for investigation. A review and evaluation of the event history log confirmed the error had occurred, and resulted from a clutch release and plunger manipulation during infusion. The error could not be duplicated during testing (intended pump use). No evidence was found to suggest the reported event was caused by an intrinsic product problem.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.